Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting elevated threshold measurements and was found to be dislodged. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.